Event description:
Additional information indicates that this system continues to have high atrial impedances around 1,300 ohms and very erratic. There is also minute ventilation noise that is being seen on the ra channel and there is some noise on the right ventricular (rv) channel. The episodes of noise were seen during stored atrial tachy response (atr) episodes. Boston scientific technical services (ts) provided troubleshooting efforts along with recommending that minute ventilation be performed off. No additional adverse patient effects were reported. This product remains in-service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited varying right atrial (ra) pace impedances from 400-1,100 ohms. There was also intermittent noise appearing on stored electrograms; however, was not sensed by the device. No adverse patient effects were reported. The ra lead was a non-boston scientific product. This device remains in-service.